Event description:
Reporter indicated that pt has experienced an increase in seizure activity above pre-vns baseline over the past few months. The pt reports that she can no longer feel magnet mode stimulation; however, device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator battery had not reached end of life, however, an estimation of remaining battery life based on known deivce settings revealed that the generator battery could be approaching end of service. Report is incomplete because no response has been received to manufacturer's requests for additional info from treating neurologist (via fax x2).